Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 1 month post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient is being evaluated for aortic stenosis. Patient is now symptomatic and being evaluated for thv in thv. CT scan done today. No other information available. Upon follow up, the fcs advised that the patient required intervention and underwent a repeat transcatheter aortic valve replacement (tavr) with a transcatheter heart valve (thv) in thv procedure on (B)(6) 2026. The patient had a prior history of tavr and presented with symptoms including heart failure, shortness of breath, and fatigue, leading to hospital admission. CT imaging (dated may 15, 2026) identified leaflet thickening. Additional hemodynamic parameters, including gradient and valve area, were not reported. No other relevant medical history was noted. Following the repeat tavr, the patient was discharged in stable condition on(B)(6) 2026.